Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly and inlet airpath assembly were found to be contaminated with dust. The device's flow sensor assembly and inlet airpath assembly were replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device had physical damage consistent with being dropped.